Event description:
It was reported that the device had a travel course error. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
E: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The cause of the issue was determined to be the device having bad clutches. The clutches were replaced to fix the issue.